Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor calibration reading is above specifications. This report is made based on results of investigation completed on 01/07/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: there were multiple occlusion alarms with high force observed in the black box, on the reported failure date of 10/11/2013. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no occlusions duplicated. The force sensor calibration reading is above specifications. The pump was opened, remove force sensor and check resistance and found to be within specifications. (B)(4).